Event description:
Device temporarily went eri on hm due to automatic capacitor reformation taking 16.8 seconds. The eri status has cleared on hm however the patient is to be seen in clinic to have device checked. Device remains implanted.

Manufacturer narrative:
Device was explanted on (B)(6) 2019. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The interrogation of the implantable cardioverter defibrillator (ICD) revealed the eri battery status. The device was implanted for 28 months and 11 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The device delivered a defibrillation shock as specified, documenting a normal and expected shock delivery. In particular, the specified energy level was reached. In a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. This inconsistency lead to the automatic detection of the eri battery status and a notification via home monitoring to ensure patient safety. The device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery voltage as well as the overall current consumption of the electrical module were directly measured. Thereby a normal current consumption could be confirmed. However, the measurement of the battery voltage revealed a depleted battery. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed no anomalies. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified a compromised insulation, which led to an elevated internal self-depletion. In conclusion, analysis revealed that the clinical observation resulted from an elevated internal self-depletion within the battery. Based on the analysis all therapy functions of the device were entirely available while the ICD was implanted and in service.